Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues that could have contributed to clogged instrumentation were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, no issues were observed that could have contributed to the indicated failure mode of clogged instrumentation. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that a bd vacutainer® lh pst¿ ii plus blood collection tubes had a clog. The following was reported, "the client reports obstruction in the needles of roche's analysis platform. Obstruction of the machine needles."